Event description:
According to the reporter: roticulator tip of the instrument broke while in use. The broken piece was retrieved and kept. No pt injury or complication was reported.

Manufacturer narrative:
MDR initial report submitted: 03/03/2009.